Event description:
Voluntary medwatch received states that the patient presented in the hospital. It was noted that the right ventricular lead exhibited noise over-sensing. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.